Event description:
It was reported that there are self check errors. There was no patient involvement reported. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The processor pca, power pca and therapy port were replaced to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported that there are self check errors. There was no patient involvement reported. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The processor pca, power pca and therapy port were replaced to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.